Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the target lesion was from the distal to the posterior descending rca. In 2007, the 2.25 x 23 mm pixel stent was deployed at the lesion. Three months later, the pt reported chest pain. A coronary angiography was performed and restenosis was found at the implanted pixel stent. Another company's 2.5 x 16 stent was deployed to treat the restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Restenosis, as noted in the instructions for use (IFU) is a known adverse event associated with coronary stenting, and is not necessarily an indication of a product quality issue.